Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed on a patient with a severely rotated heart. A double curve watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. After going transseptal and getting the double curve was sheath and pigtail into the appendage they were able to see that the appendage was heading in a direction that was opposite of transesophageal echo (tee). They attempted to deploy a 24mm device, but were unsuccessful. They decided that they would need to cross the septum in a different spot in order to have a chance at closing the anatomy. The images were difficult to obtain as they were unable to see the sheath. They crossed the septum again and got the guidewire into the upper pulmonary vein. When attempting to get the second single curve truseal was across the septum the torque pulled the guidewire out and back into the right atrium. A sweep was performed after both the first and second attempts and no effusion was noted. A third attempt was done more superior/anterior and they were able to cross. At this point they were across and advancing the single curve truseal was up when they noticed a drop in blood pressure. A pericardial effusion was noted anterior on echo and the patient was prepped for a pericardiocentesis. Approximately 200-250cc of fluid were pulled off and the drain was left in place. The case was aborted. The patient was reported to be doing fine.